Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg started coming through the skin and it was painful. It was noted that the battery site seemed to have some blunt trauma that caused the ipg to expel. The patient underwent an explant procedure. There was no infection at the lead site but the leads were also removed. No device malfunction was suspected.